Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 522:320 was confirmed during product evaluation. The root cause of the reported problem was determined to be rear wire harness disconnected. Appropriate action was taken to correct the reported problem by reconnecting the rear wire harness. Additional information: the device has not been previously sent into service for the reported condition of "failure code 522:320:654:0000". This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 522:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.